Event description:
It was reported that during a trochanteric fixation nail surgery to address a right hip fracture, an ao reduction drive unit would not reverse. The surgery was completed successfully using a spare ao reduction drive unit. There was reportedly no delay in surgery, no injury, and no medical intervention due to the alleged incident. Patient post-operative condition is stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. (B)(4).